Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. The customer stated that the reservoir did not lock into place. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, detached retainer, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained serial label. Cosmetic damage was confirmed at retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.